Event description:
It was reported that the surgeon attempted to insert a +24.0 diopter cq2015 three piece collamer lens and the trailing haptic was torn while advancing in the cartridge. There was no patient contact. The reporter believes the incident was caused by the cartridge.

Manufacturer narrative:
H3: (other) the product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. The visual inspection noted a haptic had torn off into the optic and was missing. There was a clear surgical residue on the lens.